Event description:
Per the surgeon, the device was explanted on (B)(6) 2020, during a surgery for an acoustic neuroma resection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.